Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Subsequent additional information received reported that the patient with this implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) due to shortness of breath (sob) symptoms. During interrogation, the presenting electrogram (egm) showed the right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) was consulted and determined the shock impedances appeared to have been gradually increasing over the past two years. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.